Event description:
The customer's mother reported that the customer's blood glucose reached 296 mg/dl and that the customer told her that he could "feel cannula rubbing against his skin." The pod was worn between 4 and 24 hrs.

Manufacturer narrative:
The device was returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product met all acceptance criteria.